Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the tower door had failed. The field service engineer (fse) cleaned, greased, and recrimped the doors on the auxiliary tower. Additionally, door 3 was found to have a spring that had come out of its designated hole. The fse corrected the issue and tested the doors in the application, confirming successful operation. A proactive inspection was also performed to ensure no further issues were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.